Event description:
Complainant alleged that the emrgency room staff was treating a 79 year old male pt who had arrested at home. The complainant indicated that CPR had been started quickly by the ems team, but that it had taken more than 30 minutes for the pt to arrive at the hosp emergency room. Upon arrival at the hosp the pt had no pulse and was in ventricular tachycardia. The physician then attempted to defibrillate the pt. The device was charged to 360 joules, but it failed to discharge. The device was shut off, and turned back on, and was again charged to 360 joules. The device then sucessfully discharged. The pt subsequently expired, but the complainant indicated that the physician treating the pt documented that the device was down less than 30 seconds before it successfully discharged. Therefore, the complainant does not feel that the pt outcome was as a result of the alleged malfunction.